Event description:
In preparation for an endoscopic ligation of esophageal varices, the user selected a cook 6 shooter saeed multi- band ligator. They tried to load the barrel through the working channel. Both hooks of the loading catheter dropped down (blue hooks separated from the loading catheter), so they couldn't use the six shooter. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The catheter, barrel with 6 bands attached to the trigger cord, the handle and one detached blue hook was returned. The second blue hook was not returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of loading catheter's stylet wire as well as the blue hook were measured and verified to be within the appropriate manufacturing specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective actions. The instructions for use direct the user to a attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.